Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 151 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue.